Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the bifurcation right common carotid artery during the study index procedure. The residual stenosis was 5%. The patient was discharged the day after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The adverse event (ae) reported was that the patient expired approximately eleven months after the procedure. The cause of death was unknown. Additional information has been requested. The event was not related to a cordis product or the study procedure. The patient was asymptomatic for the procedure. A 7 mm. Angioguard embolic protection device was used for the procedure. The target lesion was reported to be: a 90% stenosis, absent of thrombosis, mildly calcified, not tortuous, and eccentric. The lesion was pre-dilated.

Manufacturer narrative:
The report received from the sapphire study indicated that the patient had a precise 9 x 40 stent successfully implanted in the bifurcation of the right common carotid artery. The residual stenosis was 5%. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge the day after the procedure. The patient expired approximately eleven months after the procedure and the cause of death was unknown. The event was reported not to be related to a cordis product or the study procedure. The patient was asymptomatic for the procedure. The lesion was pre-dilated and a 7 mm. Angioguard embolic protection device was used. The target lesion was reported to be: a 90% stenosis, absent of thrombosis, mildly calcified, not tortuous, and eccentric. The patient's medical history includes: severe pulmonary disease, hyperlipidemia, clinical copd and hypertension. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14144518 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
After review, the adverse event date/death was corrected to (B)(6) 2011.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.